Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up. The atrial lead had fractured and exhibited noise. A chest x-ray revealed clavicular crush damage. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found rib clavicle crush damage noted at 23.0cm from the connector pin. In this region, the insulation was found to be compressed with filars fractured. This likely caused the detected complaints in the field.